Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer (fse) that the etco2 module for the unit was defective. There was no patient involvement.